Event description:
It was reported that the lead was repostioned due to diaphragmatic stimulation causing high thresholds and low r waves. The lead was later electively removed.

Manufacturer narrative:
Final device analysis results reveal-insufficient bond of catheter access port.